Event description:
It was reported that the seal of the downstream occlusion sensor on the device had bubbled and separated. The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair in used condition. Visual evaluation found the downstream occlusion (dso) sensor seal was bubbled and separated. The cause is the dso seal. Replaced the dso seal to correct the issue. The device passed all functional tests after the repair.